Event description:
Event description guidant received information that after being in service for five months, this left ventricular lead's conductor and insulation, visually appeared to be damaged at the suture sleeve site. The lead was successfully removed and replaced.